Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. Reportedly, the pump¿s vibratory feature was functioning properly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: the pump was returned with the audio tone alarm operating properly. The pump passed a sound test. The alleged issue could not be duplicated.